Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii cutter misfired and only came out half way. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).